Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and unexpected restart alarm. The customer¿s blood glucose level was 223 mg/dl. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was blank currently. Customer stated that the contacts on the battery cap neither missing nor damaged. Display did not return after insulin pump restart. Customer reported that they were unable to clear the alarm. Customer reported that the insulin pump did not require rewind. Customer not able to complete rewind. Customer was called back after completing unexpected restart alarm troubleshooting and received another unexpected restart alarm after a battery change. Customer was advised that the insulin pump will need to be replaced. Customer was advised to monitor the insulin pump and that they may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.